Event description:
It was reported that during the implant procedure, while using the inner catheter to assist in delivering the left ventricular (lv) lead, the inner catheter was telescoped through the outer catheter and when the physician attempted to slit the inner catheter, the inner catheter broke into two pieces. It was noted it was difficult to remove the inner catheter. The physician removed the catheters and completed the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.